Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was receiving large differences between sensor and blood glucose readings. Blood glucose level at the time of the call was 160 mg/dl. The customer reported that he had not been trained on sensor usage and was advised to contact his health care provider. The customer also reported having a blood glucose level of 45 mg/dl, which was treated for. The insulin pump was not replaced or returned for analysis.